Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huav1013 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huav1013) have been reported from one canada facility and one denmark facility. Device has not been returned for evaluation.

Event description:
It was reported that one of the 3 lumens stopped working months ago. The second lumen then burst recently. The nurse did not feel any resistance when treating the patient with antibiotics prior to the burst, but just before it burst the nurse stated that she/he could feel the lumen ¿sort of bounce. Sort of like lack of lasting any longer.¿ with only one lumen left, they decided to remove the catheter and replace it. The device was removed and replaced without any harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a burst hickman catheter extension tube was confirmed and the cause appears to be use related. The product returned for evaluation was one 10fr t/l hickman central venous catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal of the white-luered lumen clamping over-sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of huav1013 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huav1013) have been reported from one canada facility and one denmark facility.

Event description:
It was reported that one of the 3 lumens stopped working months ago. The second lumen then burst recently. The nurse did not feel any resistance when treating the patient with antibiotics prior to the burst, but just before it burst the nurse stated that she/he could feel the lumen ¿sort of bounce. Sort of like lack of lasting any longer.¿ with only one lumen left, they decided to remove the catheter and replace it. The device was removed and replaced without any harm to the patient.